Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported that the display is very dim. The field service engineer (fse) reported that the unit also failed electric safety test and ground resistance. The fse was able to verify the reported problem. The customer reported that the unit was not in use on a patient. The fse replaced the user interface assembly and the power cord to address the reported problem.

Manufacturer narrative:
G4: 16jul2020 b4: (B)(6)2020 failure analysis on the returned user interface assembly shows that the reported problem was replicated. The root cause of the dim display is a burnt out cold cathode fluorescent lamp (ccfl) backlight. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.